Event description:
It was reported that the asymptomatic patient presented in-clinic for follow up. Far field r-wave oversensing was noted on a stored egm. The device was reprogrammed and remains implanted.